Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 12530959,12533513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramps on right side of pelvic area") and pelvic pain ("pelvic pain/ right side of pelvis"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant) and hypertonic bladder ("bladder/urinary problems- bladder problems/ my bladder is overactive"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("bleeding : metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury "), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("headaches") and visual impairment ("vision problems"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, metrorrhagia, psychological trauma, hypertonic bladder, urinary tract infection, vaginal infection, fatigue, headache and visual impairment outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypertonic bladder, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and visual impairment to be related to essure. The reporter commented: r side 2-3 coils. L side 3-4 coils noted. Radiologist showed me that I have 3 coils, and one migrated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test results total bilateral occlusion. The patient is a status post essure device placement. There are four essure devices identified in the pelvis with three on the left and a single one on the right side. The uterus has a normal size and contour. There is no evidence of contrast identified in either fallopian tube. Imaging procedure - on (B)(6) 2013: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches. Lot number: 12530959 manufacture date: 2012-05 expiration date: 2015-03. Lot number: 12533513 manufacture date: 2012-06 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: quality safety evaluation of product technical problem. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 12530959,12533513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramps on right side of pelvic area") and pelvic pain ("pelvic pain/ right side of pelvis"). In december 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2013, the patient experienced device dislocation (seriousness criterion medically significant) and hypertonic bladder ("bladder/urinary problems- bladder problems/ my bladder is overactive"). In january 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("bleeding : metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury "), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("headaches") and visual impairment ("vision problems"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, metrorrhagia, psychological trauma, hypertonic bladder, urinary tract infection, vaginal infection, fatigue, headache and visual impairment outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypertonic bladder, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and visual impairment to be related to essure. The reporter commented: r side 2-3 coils. L side 3-4 coils noted. Radiologist showed me that I have 3 coils, and one migrated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test results total bilateral occlusion. The patient is a status post essure device placement. There are four essure devices identified in the pelvis with three on the left and a single one on the right side. The uterus has a normal size and contour. There is no evidence of contrast identified in either fallopian tube.. Imaging procedure - on (B)(6) 2013: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches. Lot number: 12530959 manufacture date: 2012-05 expiration date: 2015-03. Lot number: 12533513 manufacture date: 2012-06 expiration date: 2015-03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 12530959,12533513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramps on right side of pelvic area") and pelvic pain ("pelvic pain/ right side of pelvis"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant) and hypertonic bladder ("bladder/urinary problems- bladder problems/ my bladder is overactive"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("bleeding : metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury "), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("headaches") and visual impairment ("vision problems"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, metrorrhagia, psychological trauma, hypertonic bladder, urinary tract infection, vaginal infection, fatigue, headache and visual impairment outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypertonic bladder, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and visual impairment to be related to essure. The reporter commented: r side 2-3 coils. L side 3-4 coils noted. Radiologist showed me that I have 3 coils, and one migrated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: essure confirmation test results total bilateral occlusion. The patient is a status post essure device placement. There are four essure devices identified in the pelvis with three on the left and a single one on the right side. The uterus has a normal size and contour. There is no evidence of contrast identified in either fallopian tube. Imaging procedure on (B)(6) 2013: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lot number was added, case become incident, previously reported event- bladder disorder was replaced with specific event hypertonic bladder, newly added events- essure micro-insert migration, onset date of previously reported events- dysmenorrhea (cramping), pelvic pain female, fatigue, dyspareunia (painful sexual intercourse) was added, severity of previously reported events- pelvic pain female was added, product indication were updated, reporter was added, consumer race and height was added, lab data was added, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 12530959,12533513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramps on right side of pelvic area") and pelvic pain ("pelvic pain/ right side of pelvis"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and hypertonic bladder ("bladder/urinary problems- bladder problems/ my bladder is overactive"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("bleeding : metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury "), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("headaches") and visual impairment ("vision problems"). The patient was treated with surgery (fallopian tubes, biiateral, salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, intermenstrual bleeding, psychological trauma, hypertonic bladder, urinary tract infection, vaginal infection, fatigue, headache and visual impairment outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypertonic bladder, intermenstrual bleeding, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and visual impairment to be related to essure. The reporter commented: r side 2-3 coils. L side 3-4 coils noted. Radiologist showed me that I have 3 coils, and one migrated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-feb-2013: essure confirmation test results total bilateral occlusion. The patient is a status post essure device placement. There are four essure devices identified in the pelvis with three on the left and a single one on the right side. The uterus has a normal size and contour. There is no evidence of contrast identified in either fallopian tube. Imaging procedure - on (B)(6) 2013: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches. Lot number: 12530959 manufacture date: 2012-05 expiration date: 2015-03. Lot number: 12533513 manufacture date: 2012-06 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: no new significant information was added. Reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.